Event description:
An ocd lab specialist observed discordant rubella lgg results while performing a correlation study with an OEM method on a customer's eci analyzer. The vitros results were not reported. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to MFR.

Manufacturer narrative:
Investigation into this event showed that the positive vitros result did not match results from multiple OEM methods. The calibration parameters are typical when compared to expected. Datalogger analysis did not identify any analyzer malfunctions. The root cause of the event could not be determined.